Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated hypoglycemic events after meal announcements while using the ilet bionic pancreas, including a documented low of 58 mg/dl lasting about 30 minutes, with observed glucose decreases after most announcements and early use of the ¿less than/more than¿ feature during the learning period; the user reported announcing small snacks around 15 g of carbohydrates and treated lows with oral glucose. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary interruption of normal activities to self-treat and monitoring at home, without emergency care or hospitalization. Investigation included review of device-use history and customer interview. Investigation of this case revealed use patterns inconsistent with recommended learning-period practices and meal announcements for small snacks likely contributing to insulin dosing that led to hypoglycemia. It was concluded that the device functioned as designed and that user-related factors, including meal announcement practices during the learning period, contributed to the events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.